Manufacturer narrative:
The investigation was performed on the customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. The investigation analysis revealed that system was working within expectations. There was no indication of an issue with the system. Overall. The blood glucose (bg) value met sensor glucose (sg) trends well taking into account any delay (lag) that occurs between the changes in bg and changes in the glucose seen by the system. During the review, it was also noticed that some calibrations entered during periods of rapid change, contributing to the differences observed. The customer was suggested to continue using the system, calibrating as requested, when glucose is stable, if possible. However, the customer decided to have the sensor removed and switch to a difference cgm. The sensor was removed on (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between sensor glucose (sg) and blood glucose (bg) meter readings from the day of insertion and provided the below examples for review. Date time sg value bg value: a. On (B)(6) 2025 9:28 84 mg/dl 106 mg/dl. B. On (B)(6) 2025 9:38 89 mg/dl 113 mg/dl. C. On (B)(6) 2025 20.00 61 mg/dl 75 mg/dl. D. On (B)(6) 2025 13:45 92 mg/dl 75 mg/dl. E. On (B)(6) 2025 14:39 62/65 mg/dl 103 mg/dl.